Event description:
According to the reporter, when the machine was connected, a blood leak was found at the patient's intravenous catheter connector. The head nurse was immediately informed, and the director was notified. The director removed the intravenous end and found a crack. The catheter was immediately connected to the machine normally in reverse connection, and they paid attention or close observation to whether there was blood leakage and liquid leakage at the catheter connector in the future as preliminary actions. On january 24th, the venous connector at the dialysis catheter was replaced with a tunnel polyester sheath, and it was used normally. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the machine was connected, a blood leak was found at the patient's intravenous catheter connector. The head nurse was immediately informed, and the director was notified. The director removed the intravenous end and found a crack. The catheter was immediately connected to the machine normally in reverse connection, and they paid attention or close observation to whether there was blood leakage and liquid leakage at the catheter connector in the future as preliminary actions. On january 24th, the venous connector at the dialysis catheter was replaced with a tunnel polyester sheath, and it was used normally. There was unspecified amount of blood loss. There was no reported patient injury.